Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set up for treatment, when the sterile pouch of a melolin sterile 10x10cm ctn 10 was opened, it was confirmed there were some spots on one dressing. It is unknown how the treatment was done. No delay was reported. The samples will be returned for investigation.

Manufacturer narrative:
H3, h6: the device was returned for evaluation, confirming the reported event. Visual examination of the returned product confirmed the presence of the un-intended material. This material was found to be cotton from, which should be removed during production. The root cause determined has established a quality related issue. A documentation review has been conducted, confirming previous complaints of this nature, relating to a manufacturing quality problem, no historical escalations have been observed. A review of the device history confirmed that the product was released according to specification, with no sterility problems observed. Following the confirmation of the contaminant, corrective action has been implemented to reduce the probability of further reoccurrences. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. This investigation is now complete with no additional actions deemed necessary at this stage. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range.